Manufacturer narrative:
The test strips had no testing performed as the test strips returned in the subject vial were a different product. Product analysis performed retain testing and the retain test strips passed all testing with no faults found. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient reported obtaining a blood glucose reading of 150mg/dl on the subject meter. The patient manages their diabetes with a combination of medication, including novalog, lantus and humalog insulin. The patient reported continuing to take their usual dose of medication in response to the alleged issue, specifically 2 units of humalog. The patient reported developing symptoms of "sweating, shaking and itchy feet" sometime later, the exact time was unknown. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca confirmed that the subject meter failed a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms after the alleged issue began.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.